Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump had post-reset ram crc alarm. Customer's blood glucose level was 249 mg/dl at the time of incident. Customer reported they were able to clear the alarm. Customer was able to rewind the insulin pump. Customer stated the alarm occurred immediately after a battery change. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 23 alarms noted during testing.